Manufacturer narrative:
Calibration data was within expectations, but at the low end of expected ranges. Quality control data was within range on the days the samples were measured, but showed many variations. Upon review of the alarm trace, several sample short and sample liquid level detection alarms occurred. Fibrin was observed in a patient sample. The investigation determined the issue was consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The field service engineer adjusted the photomultiplier tube voltage. Performance testing and a blank cell calibration were performed. Calibration data was deleted. Calibration and controls were run.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. The first sample initially resulted in an hcg value of 67.40 miu/ml accompanied by a data flag. The sample was repeated, resulting in a value of > 10000 miu/ml accompanied by a data flag. The sample was then automatically diluted 1:20 and repeated, resulting in a value of 53144 miu/ml accompanied by a data flag. No incorrect results were reported outside of the laboratory for this sample. The second sample initially resulted in an hcg value of 1111 miu/ml accompanied by a data flag on (B)(6) 2021. This initial value was reported outside of the laboratory. The sample was repeated twice on (B)(6) 2021, resulting in values of 9331 miu/ml accompanied by a data flag and 9706 miu/ml accompanied by a data flag. The hcg reagent lot number was 52806501, with an expiration date of 30-jun-2022.